Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer report # 3005099803-2013-04955 and associated manufacturer report # 3005099803-2013-04134, pertain to the other devices. It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.